Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level and trace ketone levels. A specific bg value was not provided. Customer changed the infusion set and cartridge to address bg level. Tandem technical support (cts) performed a pump system check and determined the cartridge had been in use past labelling. Cts educated customer on proper cartridge and insulin labelling.